Event description:
It was reported communication could not be established between the patient's ipg and multiple charging systems (confirmed by sjm representative). The patient gained weight, although it was not significant. The patient's programmer indicated 'ipg battery low/stim off'. The patient will consult with the physician regarding surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.